Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 5.7 cm fusiform thoracic aortic aneurysm. The iliac vessel morphology was reported as severe tortuosity with moderate calcification, and the iliac vessel diameter was 7-9 mm in diameter. It was reported that the first talent stent graft was inserted and deployed as planned. However, the delivery system of the next talent stent graft (MFR report # 2953200-2010-01325) could not be advanced to the intended landing zone, and the right iliac artery became dissected during the advancement attempt. The delivery system was removed from the patient, and a reliant balloon was placed to ensure that the patient was hemodynamically stable. The physician elected to place a bare metal iliac stent to cover the dissection. In addition, a distal type I endoleak was observed at the first talent thoracic stent graft (MFR report # 2953200-2010-01326). The physician elected to place two stent grafts from another manufacturer, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: dissection, severe vessel tortuosity, moderate vessel calcification. Conclusions: severe vessel tortuosity, moderate vessel calcification. Evaluation summary: the stent graft was still loaded in place. There were no kinks on the sheath. The slider was in the home position, and the back-end components were connected in place. The sheath outer diameter at the marker band measured within specification. There were no abnormalities found with the device, which performed as intended. The event is most likely related to the patient's severely tortuous and moderately calcified vessel morphology.